Event description:
Customer reported that the device kept resetting while performing the self test. There was no patient involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported lock-up issue. Physio replaced the user interface to memory/system pcb connector flex assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.